Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient?

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the indicator actuator was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the indicator actuator. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, during the case, the device applied clips but they closed distally and not proximally, as a consequence the vessel was not constricted properly. The case was carried out by using a clip applier of another company. There were no adverse patient consequences. Another device was used to complete the procedure. There were no adverse consequences for the patient.